Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 10-15 unit bolus was delivered and subsequently, customer's blood glucose (bg) level was displayed as "low" (value not provided). Carbohydrates were consumed to address low bg. Customer initially alleged pump delivered bolus without user interaction. Tandem technical support reviewed pump history with the customer. It was found that the bolus had been entered into the pump bolus menu by the user. Customer acknowledged information.